Manufacturer narrative:
A good faith effort attempt to confirm that a speaker malfunction inop error message was displayed did not lead to more information. The following functional tests were performed: diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Even the speaker produced sound at start up test the speaker was replaced as a precaution. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A good faith effort attempt to confirm that a speaker malfunction inop error message was displayed did not lead to more information. The following functional tests were performed: diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Even the speaker produced sound at start up test the speaker was replaced as a precaution. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the mx40 1.4 ghz smart hopping monitor speaker is not working and does not make sound. The device was not in use on a patient. There was no report of user or patient harm.